Event description:
Customer reported the insulin pump alarmed motor error and noticed the screen was cracked. Customer's blood glucose level was 132 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. Customer stated they are unable to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, and displacement test. No motor error alarms noted. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with cracked case at display window corners, reservoir tube and battery tube threads. The device was received with scratched display window and was missing end cap sticker. The motor was tested outside the device and passed.